Event description:
Litigation alleges that the patient suffers from pain, infection, discomfort, inflammation, and difficulty ambulating. It was also alleged that patient was found to have an abscess, as well as necrosis.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: (B)(4) 2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/26/16 pfs and medical records received. After review of the medical records for MDR reportability, after review of the medical records for MDR reportability, the revision operative note indicated the patient was revised on (B)(6) 2007 for infection. All implants were removed and beads were placed. The patient went back to the or on (B)(6) 2008 and prostalac was placed. The patient was reimplanted on (B)(6) 2008. The cup, stem, and hole eliminator are now being reported as infection as alleged and confirmed. Part numbers are being updated.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain, infection, discomfort, inflammation, and difficulty ambulating. It was also alleged that patient was found to have an abscess, as well as necrosis. Doi: (B)(6) 2004 - dor: (B)(6) 2007 (left hip). **update: 7/15/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4).